Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/10/2025 the user reported experiencing hyperglycemia with bg (blood glucose) of 378 mg/dl after a supply change. No occlusion alert or leakage was noted. The user performed another supply change and bg returned to range. No medical treatment or hospitalization was required.